Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician then inserted the stent delivery catheter and attempted to place the stent. The stent delivery catheter came in contact with the occlusion balloon which caused the occlusion balloon to deflate. The physician removed the stent delivery catheter and the occlusion balloon and replaced it with another to complete the case. The patient is reported to be fine.